Event description:
The reporter stated that she thought that the er1 message was showing on her husband's surestep meter, but was uncertain. She said that he would test later on. She stated that sometimes his readings were in the 300's, but generally were around 110 mg/dl.